Manufacturer narrative:
Event date and implant date are unknown therefore they were approximated.

Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. The patient came in for a 45 day follow up procedure. A transesophageal echocardiogram(tee) was performed. The images showed that there was a thrombus on the closure device. The patient was put on coumadin and aspirin for 6 weeks with a follow up tee scheduled for 6 weeks. The patient was discharged home.